Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced respiratory failure, ards (acute respiratory distress syndrome) septic shock and subsequently passed away. On an unreported date, the pt experienced sepsis. The cause of the sepsis was unknown. Two days prior to death, the pt experienced weakness and fatigue and was hospitalized for the events. The cause of the weakness and fatigue was unknown. Treatment for the events was unknown. Subsequently, the pt died while in the hospital. The cause of death was respiratory failure and septic shock. It was unknown if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.